Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer did not have the pump available to troubleshoot with tandem technical support. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on 4/14/20 with the issue resolved and no permanent damage.